Event description:
It was reported that the ilet issued an urgent low soon alert, after which the user consumed peanut butter and soda, returned to bed, then consumed yogurt and glucose tablets when the system alerted again; the user later confirmed a blood glucose of 80 mg/dl by fingerstick and entered it into the ilet, and the ilet had suspended insulin delivery earlier that morning. Symptoms included shakiness, confusion, and sweating consistent with hypoglycemia. Outcomes included resolution without medical intervention or hospitalization following oral carbohydrate treatment with glucose tablets and other carbohydrates. Investigation included review of device data confirming automated insulin suspension and user coaching on appropriate fast-acting carbohydrate treatment. Investigation of this case revealed no device malfunction, with system behavior consistent with design and probable user management of hypoglycemia using mixed macronutrient foods that are not fast-acting. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiological glucose variability and suboptimal treatment choices rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.